Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (04/17/2015).the patient¿s test strips have been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/31/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the returned test strip vial was found open (causing strip exposure). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.